Event description:
The customer received a blood glucose reading of 187mg/dl on the contour next, re-tested on a different meter and the reading was 97mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer